Event description:
Initial calcium result of 11.0 mg/dl was repeated on the same patient sample and recovered 9.8 mg/dl. Incorrect result was not used to provide patient treatment. Field service representative ran the instrument assay precision check list and could not duplicate the problem.